Manufacturer narrative:
The location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be undersensing shortly after its implant. Additional information confirmed the undersensing was attributed to a micro-perforation of the right ventricle. The rv lead was surgically explanted and a new lead was implanted to solve the issue. No additional adverse patient effects were reported.